Event description:
The patient reported that the up arrow keypad button is intermittently unresponsive. She stated that she has to press on the edge of the button to obtain a response. The patient stated that all other keypad buttons are responding appropriately. She stated that she wears the pump exterior to her clothing and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.